Manufacturer narrative:
(B)(4). Lot r15e17014 was manufactured on may 18, 2015. Lot r15e21131 was manufactured from may 22, 2015 to may 23, 2015. Four devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing, clear passage testing, and back flow testing were performed without noting any issues. The reported condition was not verified. Batch reviews were conducted and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown secondary access set would not prime. According to the report, the nurse said they were unable to back prime a secondary set with an [unknown] solution that was in the primary set. They were able to prime the primary set successfully, but when they attempted to back prime into the secondary set, solution would not flow. The primary set was clamped off below the y-site where the secondary set was connected, and the secondary solution bag was hung above the primary solution bag. There was no patient involvement. No additional information is available.